Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load during loading of the heartstring device into the delivery tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval it wil be difficult to confirm the reported problem. A lot history record review cannot be performed because the lot number was not provided.